Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating motor error alarm from the insulin pump. The customer's blood glucose reading was 300 mg/dl. The customer stated that he was close to 600 mg/dl during time of call. The customer also received no delivery alarm during site and set change. The customer was assisted with 5.0 unit fixed prime and insulin did exit. The insulin pump will not be returned for analysis.